Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient had recently been hospitalized for diabetic ketoacidosis prior to beginning use of the device and later experienced elevated blood glucose levels while using the system. The patient contacted support with a glucose reading of 342 mg/dl and reported that the cartridge still contained insulin. The patient confirmed there was no leakage at the device, connector, or infusion site, and meal announcements and insulin-on-board values were reviewed. The patient was informed that the device requires time to learn insulin needs and that the correction algorithm should begin lowering glucose levels. A follow-up revealed that the patient¿s glucose remained elevated while the cartridge neared depletion. The patient was guided through replacing the cartridge and infusion set. During this process, the patient encountered difficulty preparing multiple infusion sets before successfully inserting a new site. Inspection of the removed infusion set showed a bent cannula, which was identified as the likely cause of the hyperglycemia. The patient was unable to provide the lot number of the affected infusion set. Subsequent follow-up confirmed that the patient¿s glucose levels were trending downward over the next several checks, and the patient planned to continue monitoring. No backup therapy, ketone testing, medical intervention, or additional assistance was used during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.